Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis issue could not be determined without the returned product for investigation, inconclusive data log review and sufficient clinical details.

Manufacturer narrative:
B1 and b5 updated with additional information. Complaint coding was updated to better reflect the reported event. Consequently, section h6 impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Updated clinical narrative: a 46-year-old male with a medical history significant for cardiomyopathy, diabetes mellitus and renal insufficiency underwent surgical implantation of an impella 5.5 device via the right axillary artery for temporary mechanical circulatory support. The indication for use was heart failure with cardiogenic shock (primary indication: cardiomyopathy; primary classification: acute decompensated chronic; secondary classification: non-ischemic). At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On post-implant day 0, the patient developed evidence of hemolysis, characterized by pink-tinged urine and elevated plasma-free hemoglobin. The patient remained on impella 5.5 support. There was no report or indication of suction and p-level flow rates remained in ranged noted as the following; on day 0, the device was set at p-7 with a flow of 4.1 l/min; on the following day, the setting was increased to p-9 with a flow of 5.2 l/min; thereafter, the device was maintained at p-7 through post-implant day 5, with flows ranging from 3.9 to 4.0 l/min. Hemolysis is a known risk associated with impella support as described in the impella 5.5 instructions for use and may occur due to factors such as high pump speed, suction events, suboptimal device positioning, low left ventricular preload, or severe underlying cardiogenic shock. Patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis. Additional information received indicated that while the patient was in the intensive care unit (ICU), there were high purge pressure/purge system blocked alarms. There were no kinks noted in the purge tubing and the cassette was changed. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. Purge pressures were back to normal. There was no noted interruption of flow or support for the patient. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is a known risk associated with impella support as described in the impella 5.5 instructions for use and may occur due to factors such as high pump speed, suction events, suboptimal device positioning, low left ventricular preload, or severe underlying cardiogenic shock. Patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.

Event description:
A 46-year-old male with a medical history significant for cardiomyopathy, diabetes mellitus and renal insufficiency underwent surgical implantation of an impella 5.5 device via the right axillary artery for temporary mechanical circulatory support. The indication for use was heart failure with cardiogenic shock (primary indication: cardiomyopathy; primary classification: acute decompensated chronic; secondary classification: non-ischemic). At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On post-implant day 0, the patient developed evidence of hemolysis, characterized by pink-tinged urine and elevated plasma-free hemoglobin. The patient remained on impella 5.5 support. There was no report or indication of suction and p-level flow rates remained in ranged noted as the following; on day 0, the device was set at p-7 with a flow of 4.1 l/min; on the following day, the setting was increased to p-9 with a flow of 5.2 l/min; thereafter, the device was maintained at p-7 through post-implant day 5, with flows ranging from 3.9 to 4.0 l/min. Hemolysis is a known risk associated with impella support as described in the impella 5.5 instructions for use and may occur due to factors such as high pump speed, suction events, suboptimal device positioning, low left ventricular preload, or severe underlying cardiogenic shock. Patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.